Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since the replacement the patient has had problems. Patient is experiencing motor coordination, balance disorder, sensory and behavioral and abnormal thinking and shocking and jolting. Patient is experiencing symptoms before they even had deep brain stimulation: legs and arms flailing and balance is bad and back is arching these symptoms started in the last 3 weeks and the hcp is aware and has been trying to adjust before the patient even started to have issues. Caller states they are doing lower settings and working around the impedance. Caller states the healthcare provider (hcp) is aware and had mentioned to possibly turn off therapy for 2 days and see if this all stops. Caller states they do not feel comfortable doing this. Caller reports the hcp didn't touch the leads in the brain however ran a new line to tunnel, caller didn't have any further information on this. Caller wondered if something moved. Caller states a x-ray was done and stated there was part of the device they couldn't see on the x-ray. Caller stat es they only saw a partial lead when patient was admitted to ER for the jolting in his head. Caller states the implanted stimulator is low currently.